Manufacturer narrative:
The customer reported the unit intermittently failed both pads and 12-lead ECG. The device was evaluated at the customer site by a philips field service engineer, and the failure was confirmed. Replacing the processor pca resolved the issue.

Event description:
The customer reported the unit intermittently failed both pads and 12-lead ECG.